Manufacturer narrative:
The referenced speed drops and pump stops were reported against the pump in MFR. Report # 2916596-2020-00925. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had low speed advisories and pump stop events, and received a controller exchange on (B)(6) 2020. The controller exchange was due to a critical controller fault.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low speed and pump stop events was confirmed via the provided log file. The reported event of a critical controller fault was not confirmed. The provided log file contained data spanning 9 days (B)(6) 2020 per time stamp). Multiple low speed events were observed throughout the log file, with speeds reaching as low as 0 rpm. However, these events were determined to have been caused by internal driveline damage and have been addressed via the pump¿s investigation (B)(4). No atypical events related to the system controller, including controller fault alarms, were observed throughout the log file. The system controller (serial number (B)(6) was not returned for analysis. Per the pump¿s investigation, the system controller was not related to the root cause of the low speed events. The root cause of the reported critical controller fault was unable to be determined. The heartmate ii patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including alarms related to controller fault conditions. The heartmate ii patient handbook section 8 ¿handling emergencies¿instructs users on how to handle emergencies, including situations where the pump has stopped. If the outlined troubleshooting steps do not resolve the issue, contact emergency services immediately. The heartmate ii patient handbook section titled ¿emergency contact list¿ cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: correction; the referenced speed drops and pump stops were reported against the pump in MFR. Report # 2916596-2020-01269.